Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery using ultra fast-fix, after t1 was implanted, t2 was deployed simultaneously. Both implants were removed from the patient. The procedure was successfully completed with a non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the reported batch number and product number. The image also confirms the anchors are detached from the needle. The t1 anchor is visible. The t2 anchor is not visible in the image provided. No physical damage visible to the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery using ultra fast-fix, after t1 was implanted, t2 was deployed simultaneously. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.